Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted stryker to report that their device powered off unexpectedly during use. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.